Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged in a test blade, powered on the monitor and a no signal message appeared. The monitor was opened and the input connector / front window assembly was replaced. The fault was determined to be an electrical connection failure. A test baton was connected to the monitor and powered on that confirmed the monitor was in correct working order. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the monitor was getting a "video 1, no signal" message. When they got a backup monitor the blade and the cable worked. A delay in the procedure of unknown duration occurred as a back-up gvl monitor was obtained. No harm to patient or user was reported.